Event description:
Reporter indicated a vns patient had a broken lead as high lead impedance was noted, and the patient was unable to feel vns stimulation when using the vns magnet. The vns was disabled. Attempts for further information are in progress.

Event description:
Reporter indicated vns replacement surgery has not been decided on yet per the patient. The patient may have had trauma to the neck as a result of a fall. X-rays were received and reviewed by the manufacturer. The visible lead portion did not illustrate any frank lead breaks.

Manufacturer narrative:
Report source, corrected data: the initial MDR report inadvertently omitted the 'foreign' designation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.